Manufacturer narrative:
Investigation: bd was provided with a sample for catalog 301948 lot 1812109 to investigate for this record. A leakage through the plunger rod was observed in this provided sample. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle as the nurse was preparing the drug configuration the syringe had a leak and the liquid could not be extracted. Two syringes had this issue. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the supply room complained that the nurse found the liquid could not be extracted, and the syringe had a leak during using the drug configuration. Two syringes that have leaked, have the same batch number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle as the nurse was preparing the drug configuration the syringe had a leak and the liquid could not be extracted. Two syringes had this issue. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the supply room complained that the nurse found the liquid could not be extracted, and the syringe had a leak during using the drug configuration. Two syringes that have leaked, have the same batch number.